Event description:
It was reported that during preventive maintenance of cardiosave intra-aortic balloon pump (iabp), replacement of touchscreen was required. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The failure analysis and testing department received the following part associated with this complaint: touchscreen assy. This part was received with a reported unit failure message of failure touchscreen. The failure analysis and testing dept. Performed a visual inspection and found crack inside the touchscreen. Touchscreen would be able to test with cardiosave test fixture. Installed touchscreen assy. Into the cardiosave test fixture and tested to the cardiosave service manual. The fat dept. Observed abnormal screen on touchscreen display during cardiosave test fixture turned on. Also, touchscreen failure to turn on. The fat dept. Verified the failure message of failure touchscreen. Touchscreen assy. Failed testing. Retaining touchscreen assy. In the fat dept.

Event description:
N/a